Event description:
It was reported the patient had their implantable neurostimulator (ins) removed about 2-3 days post implant. The reporter stated the ins died and they developed ¿some reaction.¿ the reporter further stated they had to remove some necrotic tissue. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2013 (B)(6).

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).